Event description:
Manufacturer's investigation unit reported the display of the meter is defective. No adverse event reported. Meter was returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.